Manufacturer narrative:
Follow-up # 2 ¿ (03/21/2014).the patient¿s meter has been returned and evaluated by lifescan product analysis on 2/20/2014 and 3/12/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The reporter did not provide any blood glucose values and therefore a comparison using statistical methodology cannot be performed. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.